Manufacturer narrative:
Since no product is available to be returned for our evaluation, the complaint cannot be confirmed or denied. Following investigation, which included evaluation of the physician's report, our conclusion as to the probable root cause of the incident appears, at this time, to not be determinable due to insufficient info. The device history records for the batch were reviewed. All manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.

Event description:
The physician claims that the graft was initially implanted in 2007 for a femoralis cural procedure. The pt underwent surgery sixteen days later, for a blocked graft. While lifting the graft with a vessel loop, the graft tore along its length. The physician repaired the graft with a dacron patch. The following additional info was received on 04/02/2007: the graft was previously implanted for a femorocrural bypass procedure. On event day, the patient underwent a transfemoral graft bypass revision with thrombectomy at its anastomosis. The physician removed the graft's reinforcing ring and made a longitudinal incision on the back of the graft's anastomosis. The incision revealed thrombotic material, which was then removed. A fogarty retraction maneuver was initiated by lifting the graft with a vessel loop. A longitudinal tear aproximately 5 cm long then developed from the distal point of the prothetotomy and into the bypass. The physician claims that the fogarty maneuver was done without sufficient force to have caused the tear in the graft. The tear was repaired with a dacron patch which was sutured into the extended prothetotomy with a continuous 5x0 suture. The procedure was completed successfully. The initially implanted graft was repaired and left in. The pt's condition is reported as ok with no injury or complication.